Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to dislocating. New neck, head, and liner were tried but dr. (B)(6) did not feel it was stable enough. Therefore he pulled everything but the stem. A new neck and head was used from mpo>.